Event description:
(B)(4). Essure was placed in a few weeks afterwards I noticed I had a enlarged stomach look like I was 6 months pregnant and it was really hard went to the doctor was not pregnant then in (B)(6) I had my 3 months x-ray to see if essure worked and it did then I still had the hard stomach I went back to the doctor and three weeks ago they diagnosed me with an ovarian cyst on my left ovary had it removed (B)(6) 2015 had the cyst removed along with my left ovary and tube and then they also took my right tube so essure is no longer in place.